Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by affiliate via personal interaction that during an arcr (arthroscopic rotator cuff repair) treating rotator cuff tear on (B)(6) 2020. When the box of the electrode (vapr premiere 90 electrode -ea) was opened, the metal tip had already broken. The procedure was completed with a replacement without surgical delay. There was no harm to the patient. The device was the first use when the issue occurred. The device is available to be returned for evaluation. Additional details from the affiliate report the device will be returned as soon as possible.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : according to the information provided, it was reported that during an arcr (arthroscopic rotator cuff repair) when the box of the electrode (vapr premiere 90 electrode -ea) was opened, the metal tip had already broken. The device was received and evaluated. Visual inspection revealed that the metal tip was broken of the tip and it was not returned. Also, there was no visual damage to the cable, the connector and the shaft. Functional test was not performed due to the tip damaged, therefore the device was sent to the supplier for further evaluation. Supplier summary: the customer¿s claim that the active tip of the device is missing can be confirmed. The top section of the active tip has fractured leaving the leg of the tip in place. The customer states that the failure was noticed on opening of the packaging and therefore before use. Visual inspection did not record any clear evidence of use. Therefore, the failure mode is most likely caused by a substandard component resulting in a weaker tip. The same failure mode was recorded in (B)(6) 2020. A further investigation was performed; as a result, the tip confirms the missing tip as reported by the end user. As the initial evaluation was inconclusive this complaint was further investigated by quality systems. To ensure the integrity of the active tip (188004) the incoming inspection history of this component was reviewed. The batch (car1009177) of components used in this lot did not have any failed inspections or nonconformities and therefore the integrity of the tip is as expected. There were no tip breakage production rejects or non-conformances raised in relation to the complaint device batch u1905094. Previous complaint investigations for tip detachments have shown some instances where erosion of the suction device may lead to tip detachment, however this is not the case for this device. The exact root cause therefore remains as unknown. It may be possible that the broken tip has been caused by a defect within the tip component however this cannot be confirmed. A CAPA investigation cr-301453 has been initiated to investigate this issue further to determine root cause and identify any potential corrective actions a manufacturing record evaluation was performed for the finished device [u1908098] number, and no non-conformances were identified. Also, a DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. At this point in time, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.